Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of single component is missing at light guide bundler cover and light guide lens glue has pinholes is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the subject had exhibited single component is missing at light guide bundler cover and light guide lens glue has pinholes. There was no patient involvement.